Event description:
The facility representative contacted a technical service representative to report a flo-gard final return infusion pump with buttons that do not respond when touched; this condition had the potential to interrupt delivery. This condition was found in the pharmacy during programming/setup. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a flogard infusion pump with a malfunction that "buttons do not respond when touched" was confirmed and duplicated by baxter personnel. The root cause of this condition was not determined. The pump was not repaired at this time because it is a stay-in device owned by baxter.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.